Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was admitted to the hospital due to diabetic ketoacidosis. The patient s nurse stated that the patient had doubts about the proper functioning of the infusion device.the duration of the hospital stay and the treatment received in the hospital are unknown.